Event description:
In approximately 2012, the patient underwent a right total knee replacement and was implanted with an optetrak device. In approximately 2023, about 11 years post initial surgery, the patient underwent right knee revision surgery. The patient has suffered and continues to suffer permanent, and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-00607 concomitants: serial#: (B)(6), category#: 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm, serial#: (B)(6), category#: 203-90-03 - 11-3978 stablecut gts osc system 6105x19x1.27, serial#: (B)(6), category#: 02-012-41-2010 - logic tibia traptray cem sz 2f/1t, serial#: (B)(6), category#: 02-010-01-0320 - logic femoral ps cem right sz 2, serial#: (B)(6), category#: 200-02-32 - three peg patella 32mm, serial#: (B)(6), category#: 204-70-00 - tibial stem ext. Screw, serial#: (B)(6), category#: 204-32-01 - fluted stem extension 11l x 12 mm, serial#: (B)(6), category#: 201-78-81 - 3" trocar, mod. Hex 2pk, serial#: (B)(6), category#: 201-78-81 - 3" trocar, mod. Hex 2pk, serial#: (B)(6), category#: 201-78-15 - holding pin mini sharp point 4 pk, serial#: (B)(6), category#: 203-96-41 - (11-3974) stryker sys 6 90x13x1.27, serial#: (B)(6), category#: 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19.